Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Device evaluation: visual analysis of the returned device identified: broken shell, around 0-25% of the shell is missing and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: broken shell with sharp edge on radius side assessed as unidentified(tear) opening (a dimension measurement in the shell was performed which identify the thickness within specification) and broken shell with sharp edge where is localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and non penetrating nicks. Based on the device analysis the final assessment is: broken shell with sharp edge assessed as unidentified(tear) opening; broken shell with sharp edge where is localized stresses induced assessed as surgical impact; missing shell that is assessed as inconclusive. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported rupture. The device has been explanted and replaced. This record relates to the right side.